Event description:
It was reported that a patient exhibited high capture threshold and diaphragm stimulation on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient condition was stable. Gallant ICD.